Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was evaluated and was pa found that part u100 on the rf board was missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter reverting to setup mode was not resolved with troubleshooting.